Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to anterior vaginal wall prolapse, cystocele with paravaginal defect, sui, urinary urgency and frequency and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion of internal tissues, infection, urinary problems, recurrence, bleeding and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent a staged interstim tined lead implant on (B)(6) 2007. It was reported that patient underwent cystocele and rectocele in 2007. It was reported that the patient underwent revision and replacement interstim in 2012. It was reported that the patient underwent a partial removal, anterior and posterior repair on (B)(6) 2012 concurrently with graft replacement x 2.